Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially noted they would call back to reset the pump. Upon calling back, they were assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any issues arose. The pump's serial number was also verified during the process.